Event description:
It was reported that three stents were placed in the sfa in overlapping technique and that the stent in the proximal section was found fractured a few days after implantation. An add'l stent graft had to be placed to treat the pt. No report of pt injury.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was available. Images were provided. On the basis of the eval of the images it is confirmed that three stent had been placed in overlapping technique and that no deficiency could be identified on the stent in proximal position due to poor resolution. Potential factors that may have led or contributed to the reported event have been evaluated. Previous investigation of similar complaints have been reviewed. However, based on the info available a definite root cause for the event reported could not be determined. No lot number was reported; therefore, the version of the instructions for use (IFU) supplied with this product was not known. The current IFU (b05670 vers. 7/07-11 (19)) was reviewed and the potential issue was found addressed by indicating that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur.